Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during unspecified process step of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location of the homechoice cassette that led to this alarm. There was solution leak close to the homechoice device. The alarm was cleared with the new supplies. Renal therapy services (rts) advised the patient to contact their hospital to finalize the therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.